Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, while actuating both grippers, only one gripper came down. Troubleshooting was performed per the IFU and attempted to lower them independent but had the same results. Therefore, it was decided not to use the cds. Outside the patient anatomy, the grippers were tested again and this time both grippers lowered. Two clips were used successfully, reducing mr from 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.